Event description:
The recipient reportedly experienced a staphylococcus aureus infection with purulent discharge at the implant site. The recipient underwent antibiotic therapy, however, the issue did not resolve. The recipient's device was explanted. The recipient was prescribed antibiotics for 6 weeks.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The external visual inspection revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection reportedly resolved. The external visual inspection revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.